Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new ams 800 artificial urinary sphincter was implanted. No additional patient complications were reported.